Event description:
This case was initially received via regulatory authority (B)(6) on 11-jun-2018. This spontaneous case was reported by a regulatory authority and describes the occurrence of medical device removal ("she lost her fallopian tubes") in a female patient who had essure (ess205) inserted. In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy). Essure (ess205) was removed in (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter provided no causality assessment for medical device removal with essure (ess205). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 14-jun-2018 for the following meddra preferred term: medical device removal - the analysis in the global safety database revealed 761 cases bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 11-jun-2018. The most recent information was received on 26-jul-2018. This spontaneous case was reported by a regulatory authority and describes the occurrence of medical device removal ("she lost her fallopian tubes") in a female patient who had essure (ess205) inserted. In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy). Essure (ess205) was removed in (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter provided no causality assessment for medical device removal with essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-jul-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.